Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The customer reported that during a shoulder procedure their vapr s90 electrode with hand controls shorted out and arced like lightening. The customer reported that the surgeon completed the procedure with another like device with no patient consequences but there was a two minute delay. The customer was not present for the case therefore could not provide any further information. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for investigation. Visual observation of the electrode revealed that the active tip of the device showed signs of activation. There is evidence of melting at the proximal section of the manifold and return brace and cracking of the ceramic. The device passed all electrical tests and a hipot test was not conducted due to the device¿s condition. Functional testing could not be performed due to the device¿s condition as well. The overall cause of the complaints is unknown; however the damage seen is consistent with devices that were under a previous supplier CAPA. Further investigation on this issue is being conducted on a newer supplier CAPA. As of now, this CAPA is open for investigation. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the (B)(4) complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).